Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in the clinic for the routine follow up. Upon interrogation, the pulse generator exhibited firmware issue and the device went into the backup vvi operation. The firmware was re-downloaded and the device went back to the normal status.